Manufacturer narrative:
The device will not be returned as it was implanted in the patient. Without return of the device we are unable to determine the cause for clinical observation. Citation: emma f. Sczudlo, carolina benavides-baron, joseph t. Ho, et. Al. ¿pipeline embolization device for the treatment of cervical carotid and vertebral dissecting aneurysms.¿ journal of vascular surgery 63:1371-4; 2016. Mdrs related to this report: 2029214-2017-00505. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that during treatment stenosis was observed at the mid-portion of the pipeline embolization device (ped) and was dilated using a rapid exchange 4.75-mm-diameter high-pressure balloon coronary angioplasty catheter. It was further reported that the device did not open, due to the stenosis. Because of the web-like stenosis just proximal to the aneurysm, the neurointerventionalist decided to predilate the true lumen of the internal carotid artery (ica) with a balloon catheter and then traverse the true lumen past the aneurysm. Right ica angiography after the angioplasty revealed excellent dilation of the ped and markedly sluggish flow relative to the normal arterial lumen and rereleased complete occlusion of the patient's dissecting aneurysm at 8 month follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.